Event description:
It was reported that during a mildly tortuous, moderately calcified, de novo, 90% stenosed, right, distal, superficial femoral artery stenting procedure, after a supra core guide wire crossed the lesion, after pre-dilatation with a fox cross balloon to 10 atmospheres, an absolute pro stent delivery system (sds) was advanced, but would not cross the lesion. The absolute pro sds was removed. The lesion was dilated again and the absolute pro sds was re-advanced, but would not cross the lesion even when the sds was "pushed" to advance. The absolute pro sds was removed and upon removal, the distal edge of the stent was open and out of the sheath [prematurely deployed]. A new, same sized, unspecified sds was used with a fox cross 5.0 x 40mm balloon dilatation catheter for post dilatation to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Against resistance and the device was used in the femoral artery. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro .035 biliary self expanding stent system instructions for use states: should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.